Manufacturer narrative:
(B)(4). Batch number: p55g26. Investigation summary: the analysis results showed that one gst60b reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that device breakage occurred. Opened the packing, found the pan of the cartridge loose, the staple drivers fell off. Another device was used to complete the case. There were no adverse consequences to the patient.